Manufacturer narrative:
A review of tickets was performed for reagent lot number 01118be01. The ticket search determined that there is normal complaint activity and no trends were identified for the complaint issue. The return sample was tested with lot 95080li01, as the complaint lot 01118be01 was not available, and a nonreactive result of 0.37 s/co was obtained. There is no reference test method for the syphilis assay, however the sample was also tested with mikrogen recomline treponema igm/igg methods. The igm generated a borderline result and igg generated a negative result. A retained kit of lot number 01118be01 and 95080li00 were tested in a sensitivity setup, including additional replicates of a specificity panel. Results of this setup did not implicate that the performance of the lots were negatively impacted, as no false nonreactive results were obtained. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect syphilis assay for lot 01118be01 was identified.

Manufacturer narrative:
The suspect medical device was changed from list number 08d06-39 to list number 08d06-77 lot on july 18, 2019. An evaluation is still in proces. A final report will be submitted when the evaluation is complete.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8d06-39 that has a similar product distributed in the us, list number 8d06-31/41.

Event description:
The customer observed a (B)(6) architect syphilis tp result for a (B)(6) female patient. The following data was provided (units of measure = s/co): on (B)(6) 2019 initial result = (B)(6), repeat on sysmex analyzer = (B)(6), tppa = (B)(6). No impact to patient management was reported.